Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient arrived with the critical pump alarm and symptoms of underdose, withdrawal symptoms, extreme restlessness and sweating at the hospital. The physician interrogated the pump which the logs noted a motorstop. One pump log indicated that the motor stalled (B)(6) 2015 at 07:44. Another pump log indicated that a motor stalled occurred on (B)(6) 2015 at 07:38 and a stopped pump period may exceed tube set on (B)(6) 2015 at 07:38. They tried to program a bolus to restart the pump with no success. Reportedly, the motor stall never recovered. The replacement was scheduled for the same day. During the replacement, there was spontaneous cerebrospinal fluid (csf) flow was seen. The physician decided to keep the catheter at place. Therefore, only the pump was explanted and replaced. The product issue was reported as resolved but the cause was not determined. At the time of the report the patient's status was reported as alive-no injury. The patient¿s symptoms resolved and the patient was reportedly fine and receiving effective therapy as before. This device system delivered fentanyl. Should additional information be received a supplemental rep ort will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.